Event description:
It was reported the patient tried a trial in late (B)(6) of 2013. The patient noted the trial did not work and the lead could not be put in. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).